Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient confirmed no bluetooth devices were paired with the smart device, and all background applications were closed. Patient was advised to reset smart device, which was unsuccessful; a connection was not established. No additional patient or event information is available.